Event description:
Report received from abbott international affiliate (abbott-canada) which states "primary bag drip chamber filling quickly. Secondary medication running through the backcheck valve up into the primary bag. Primary bag drip chamber filling quickly as secondary bag running. This tubing has been in use about 18 hours. The upper y-site had already been accessed at least once prior to fluid backing up. Faulty backcheck valve." Although requested, no additional information has become available.